Event description:
As reported to coloplast though not verified, patient implanted with aris mesh product on (B)(6) 2007. Later patient experienced pelvic pain and pressure. Surgical intervention took place on (B)(6) 2009. Patient continued to experience pain. An additional surgery was performed on (B)(6) 2013. As a result patient will undergo corrective surgeries and loss of enjoyment of life.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4): devcie not returned.